Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the half of the screen did not show any graphics. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.